Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the attempted implant of this transvenous defibrillation lead, the patient experienced a perforation during the procedure. It was noted that it was unknown when exactly the perforation occurred. It was reported that the physician had difficulty obtaining access with the safe sheath, and the tip of the lead appeared to be pointing upwards. Then the patient's blood pressure dropped and cardio pulmonary resuscitation was started. The implant procedure was then aborted. The patient subsequently underwent a computed tomography (CT) scan and fluid was removed from the patient's heart. Re-implant techniques were being discussed. This lead was later returned for analysis.